Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as clear fluid of about 1l. The leak was not contained within the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) guided customer with I-beam tubing replacement for the line between feed-thru fittings ff183 to ff173 thru pinch valve pv49 which provides a diluent path from the backwash pump. Field service was not dispatched for this event. Identification of failure modes: tubing between ff183 to ff173 thru pv49 required replacement. No erroneous results were generated in connection to the reported event. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to carryover from improper backwash. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).